Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-12167, 3006705815-2019-04232. It was reported that the patient was unable to set their system to MRI mode. Diagnostics revealed that two contacts were showing low impedances. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was re-inserted into the ipg header. Post-operatively, stimulation therapy was restored, impedances were normal, and the patient was able to put the system into MRI mode.